Event description:
While investigating two (B)(4) battery packs for unrelated issues, a reportable problem was discovered. Battery packs sn (B)(4) were unable to power up a test monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval the battery was unable to recharge or power up a test monitor. The cause for the power-up failure was isolated to leaking battery cells. The root cause for the leaking cells could not be positively identified. Device eval of battery pack sn (B)(4) has been completed. Upon investigation the battery was unable to recharge or power up a test monitor. The cause for the battery pack failure was isolated to a blown fuse. The root cause for the blown battery fuse could not be positively identified. No adverse event resulted from the defective battery packs. Device manufacture date. Battery pack sn (B)(4) was manufactured 12/2007. Battery pack sn (B)(4) was manufactured 02/2011.